Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery and difficulty seeing the content of the screen because of scratches. Customer's blood glucose was unknown mg/dl. The customer declined 24 hour helpline and reported only for documentation.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.